Event description:
Info received that the bed had head up not functioning correctly. No injury reported.

Manufacturer narrative:
Tech found the head up valve was inoperative. Replaced the head up valve to resolve this issue.